Event description:
It was reported during an unk procedure, a misfunction. No further info is available. There was no adverse pt consequence.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.